Event description:
The customer contacted physio-control to report that their device would intermittently give a therapy leads off message, or abort an attempt to defibrillate, if the therapy connector assembly was wiggled. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio then replaced the therapy connector assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
Physio-control examined the removed therapy connector assembly and determined that the cause of the reported issue was that small socket 1 had spread and was no longer making good contact with the pins of a therapy cable or hard-paddles. This condition led to the device giving a "leads off" message when the connector was moved.